Event description:
The consumer (49 yr old white female) could not get the device to work properly, despite repeated consultations with her dr & the firm. She is an insulin dependent diabetic who uses humulin n insulin, 28 units in the morning & 14 units in the evening with meals. She used the device for one week, 2 injections per day, and every morning her blood sugar was over 200. She increased the doses but it still did not work. The firm told her to take a 3rd injection, but her dr told her not to do that & discontinue using the device. The firm had a 3 day return policy & won't take the unit back. The consumer believes both the device & the advertisement are deceptive. The device cost $1700.00, & contrary to the salesman's assertion that her insurance would pay for it, the insurance did not cover any of the cost.